Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited inappropriate mode switch due to noise. The noise could be reproduced with isometrics. The patient was asymptomatic. The lead was capped and replaced. The patient left hospital post procedure with no complications.